Event description:
Hemostatic lock was not holding hemostasis. On the introducer sheath from mainbody endograft stent system. Sheath removed. New sheath replaced. Main body stent was already deployed successfully. This happened while inserting iliac limb stent. Through same introducer sheath.